Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. The provided imagery was evaluated, and the conclusion was the following: cine and echo imagery was provided. During procedure, the sapien 3 was deployed under rapid pacing with nominal volume. The valve was implanted at (B)(6) as intended. But, on angiography it was observed a gradient greater than 30mmhg and valve was under expanded. The valve was post-dilated with a 20mm true balloon catheter. After several valve post-dilation attempts on fluoro and on echo a severe central regurgitation was observed. On transesophageal echocardiogram a lack of coaptation of the leaflets was found. As possible cause of the aforementioned finding is suspected an under expansion of the valve and potential leaflet damage caused after several post-dilation attempts with a non-compliant balloon. A second 20mm sapien 3 valve was successfully implanted with nominal volume. Patient outcome post procedure was good and the patient was discharged. The reported events were confirmed with the provided imagery. A review of DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary (has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, the valve was post-dilated with a 20mm true balloon catheter. Despite the valve post-dilation, on echo it was observed a severe central regurgitation. On transesophageal echocardiogram was found a lack of coaptation of the leaflets. Per imaging evaluation, after several valve post-dilation attempts, on fluoro and on echo a severe central regurgitation was observed. On transesophageal echocardiogram, a lack of coaptation of the leaflets was found. As possible cause of the aforementioned finding is suspected an under expansion of the valve and potential leaflet damage caused after several post-dilation attempts with a non-compliant balloon. In this case, the deployed valve was post-dilated with non-edwards balloon., resulting central regurgitation. Per training manual, post-dilation can improved thv shape, and improved hemodynamics; however, it is also a risk for central ar. In additional from training manual, it is recommended to use same delivery system for post-dilation to prevent overinflation with non-edwards balloon. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. As such, available information suggests that procedural factors (post dilation with non-ew balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifsciences affiliate in uruguay, regarding an implant of a 20mm sapien 3 valve within a surgical st valve, in aortic position by transfemoral approach. During procedure, the sapien 3 was deployed under rapid pacing with nominal value. The valve was implanted at 85/25 as intended. But, on angiography it was observed a gradient >30mmhg and valve was under expanded. The valve was post-dilated with a 20mm true balloon catheter. On echo it was observed a severe central regurgitation and on transesophageal echocardiogram was found a lack of coaptation of the leaflets. A second valve post-dilation was performed with the same balloon catheter without achieving significant improvement in the performance of the device and a persistent lack of central coaptation. A second 20mm sapien 3 valve was successfully implanted with nominal volume. Patient outcome post procedure was good.